Event description:
On (B)(6) 2012, product surveillance spoke with the home patient (hp) regarding an unrelated alarm. During the conversation, the hp reported she was admitted into the hospital on (B)(6) 2012 for a hernia and intestine complications from the hernia. It was unknown if the hospitalization was due to peritoneal dialysis (pd) therapy. On (B)(6) 2012, product surveillance spoke to the peritoneal dialysis registered nurse (pdrn) regarding this hernia event. The pdrn stated that she did not know the date of hernia diagnosis or if the hp had the hernia prior to the start of pd therapy. The hernia had worsened and required surgical intervention in (B)(6) 2012 (exact date unknown). There have been no known overfill events on the cycler and the pdrn stated that the hp had been doing very well on pd therapy. The hp has recovered from the hernia event and is now back on pd therapy. On (B)(6) 2012, product surveillance contacted the pdrn regarding the return of the device for evaluation. The following information was reported. On an unreported date, the patient began pd therapy with 2l fill volumes for 4 cycles nightly. The pdrn did not think the hernia worsening was related to the homechoice machine or any baxter solutions.

Manufacturer narrative:
(B)(4). The device was requested, but the peritoneal dialysis registered nurse did not want the patient's device swapped/returned for evaluation. Since the device was not returned, an event history log review and sample evaluation cannot be performed. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of patient symptom - other is not confirmed and the cause was undetermined. The device was not returned for evaluation. There are no nonconformities, failures, rework or deviations documented in the device history record that could be associated with the reported condition. A review of the device service history revealed no issues that could have caused or contributed to the patient's hernia.